Manufacturer narrative:
(B)(4). The physical device involved in this complaint was not returned to the manufacturer for evaluation. Visual inspection of a photo submitted with the complaint, confirmed the defect reported by the customer. However, without the device sample, it is not possible to determine the source of the defect reported. Samples (125) were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record review did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint is confirmed by inspection of photo submitted, however, a root cause could not be established. Teleflex will continue to monitor customer feedback for complaints of this nature. (Cont.) If the device becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the patient presents hypoxia in a spinal surgery when it was face down and intubated, the anaesthesiologist verifies connections and proceeds to perform extubation (cont.) And finds the occluded tube in its entirety with the waste wire." Customer reported the device was changed. Patient condition reported as "fine".